Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer delivered multiple bolus requests and the customer's blood glucose decreased to 55 mg/dl. A system check was performed for the current occlusion alarm and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue.